Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, smoke or sparking, but that the transformer housing melted to a point where it created a very small hole. She indicated that no injuries were sustained as a result of the issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that when she plugged her breast pump in, it would not power on. She left the pump until the next day and when she went to use it, it powered on, but shortly after she could smell something burning. She noticed that the transformer had melted and a hole started to form. No injuries were reported.